Event description:
The physician attempted right arteriotomy closure with the closer tsl 6 fr. Device. The device was deployed and one of the needles did not retrieve a suture cuff. A second device was inserted and successfully deployed, however when tying the knot, the suture pulled through into the physician's hand. Manual compression was applied to achieve hemostasis. Approximately three hours later, an emboli was detected in the popliteal artery. The physician believes that the emboli generated from the groin site and that this occurred as a result of the insertion and removal of the two closure devices. A vascular surgeon was called and the pt was taken to surgery for repair to the popliteal artery. Fluoroscopy was performed through the left groin and the right groin site appeared fine. No intervention was required at the right groin site. Surgery was successful and the pt recovered without further incident.